Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision of the right hip was performed due to allegations of pain and loosening. Patient's legal counsel alleges revision of the left hip is recommended. Review of invoice history confirms the revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular cup, modular head and taper insert. Additional information received in patient medical records indicate that during the patient¿s revision procedure on (B)(6) 2012 the surgeon noted evidence of metallosis and abnormal staining on pericapsular tissues, and that the acetabular component was vertical. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2013-01194-1 and 04353/04358).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was not the cause of the reported event. Event will be reported on 1825034-2013-01194 & 04357 & 04354 / 04355.